Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this defibrillator was depleting faster than expected. This device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A surgical intervention was performed to resolve the issue. The defibrillator was explanted. No additional adverse patient effects were reported.